Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion area was located in a mildly calcified left basilic vein. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced to the lesion along with a non-bsc guidewire. However, at the first inflation, the balloon ruptured at 6 atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications reported and patient was good post procedure.